Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose of 203 mg/dl while off the ilet pump and had just completed setup of a replacement ilet, after which the pump was expected to reduce glucose; no alerts or alarms were reported and the event aligned with an improper or incorrect procedure or method, with no specific device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication as well as analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, consistent with improper or incorrect procedure or method and with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.